Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual sample has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
(B)(4).